Event description:
Dexcom was made aware on 10-21-2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2023 which is off-label usage of the device. On the same day, it was reported that the pediatric patient experienced a skin reaction with redness, swelling, infection, and inflammation, under entire patch area, which occurred 5 days after the sensor had been inserted in the arm. The patient was brought to a doctor, and the skin reaction was treated with a prescription of an unspecified oral antibiotic. At the time of contact, it was indicated that the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).